Manufacturer narrative:
Title: transvaginal specimen extraction after laparoscopic gastrectomy for tumors. Source: surgical laparoscopy endoscopy and percutaneous techniques, volume 32, number 2, april 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study evaluated outcomes of patients who underwent transvaginal specimen extraction after laparoscopic gastrectomy for tumors between november 2014 and november 2018. The device or a competitor device was used to divide the omentum. The duodenum was transected with an endogia (60 mm). If total or subtotal gastrectomy, a 60mm stapler was used to divide the esophagus or stomach was divided with 60 mm endoscopic staplers. There were 24 patients in the study and complications included: duodenal stump leak and bleeding. Leak was treated by total parenteral nutrition. Treatment for bleeding included blood transfusion and one patient required endoscopic intervention and reoperation.